Event description:
It was reported that a few days after implant, the right ventricular (rv) lead had high thresholds, undersensing and was unable to capture. It was further reported that the lead had perforated. The patient had a pericardial window placed due to pericardial effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.